Event description:
Report received of a tubing separation. In 2004 at approx 2315, a nurse primed the tubing set with tpn to run at an unspecified rate, and attached the tubing to the pt's central line. At 2320, the charge nurse, who was conducting rounds, reported that there were "blood stains" on the pt's gown. It was reported that the tubing had separated at the distal clave y-leg, causing the tpn to flow onto the floor. Bleed back was observed, and blood loss was reportedly estimated to be less than 50ml. The tpn infusion was discontinued, and unspecified amount of d10w was hung. The physician was notified and a cbc was ordered for the next morning, which was reportedly within normal limits of the user facility ranges. There were no reported adverse pt effects. The pt remains hospitalized in stable condition. Though requested, no additional info was provided.